Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no adverse impact to the customer¿s blood glucose level reported. Customer resolved the issue by reloading the same cartridge.